Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the pacemaker exhibited premature battery depletion. Device replacement was discussed. The patient was in a stable condition.